Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, calcification (approx. 10%) and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is:a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additional reported "pain in the left breast since deflation", "hard corners of the deflated implant poking into patient skin" and "patient was very uncomfortable, physically and socially", "this was causing patient great distress".